Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, stress marks was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "implant rupture" diagnosed via ultrasound. This record is for the right side. The device was explanted, replaced and will be returned.

Manufacturer narrative:
Continued e1 -- alternate email addresses: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant rupture" diagnosed via ultrasound. This record is for the right side. The device was explanted, replaced and will be returned.